Manufacturer narrative:
The biomedical engineer reported that heart rate alarms were being provided during the incident time period and that there was no delay in pt treatment. The reported incident is being considered a serious injury. The pt's spo2 saturation levels dropped as low as 30%. A philips field service engineer (fse) went to the customer site post incident and tested the bedside monitor and central station. Both devices performed to specifications, and alarms were provided as appropriate for simulated pt conditions, including spo2 low limit violations and desat events. Alarms were displayed and annunciated at both the bedside monitor and central station. (Note that envitech spo2 sensors being used are not validated or recommended by philips for use with the m1046a/b cms monitors / (B) (4) spo2 module.) Philips labeling (instructions for use include a warning to "use only philips-approved accessories.") The fse also obtained central station log files, and alarm, trend, and wave review data, which was forwarded to the andover facility for review. A review of the available log files and alarm/trend/wave review data shows that the device was operating properly. The device recognized changes in the pt's condition. Alarms were noted for heart rate limit violations. The (B) (4) file is fully consistent with the heart rate related alarms being provided, and users were acknowledging alarms at the bedside. The lack of spo2 limit violation and desat alarms (while the device was providing measurement data that showed alarm limit violations) is most consistent with the alarms for the spo2 measurement parameter being turned off. This is not being considered a device malfunction. No further investigation or action is warranted. (B) (4).

Event description:
The hospital's biomedical engineer called the philips response center in (B) (4) and reported that the pt's spo2 saturation level had dropped over a one hour period of time, and that no **yellow limit violation or *** red desat alarms were provided for this event.